Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a battery out limit alarm on the insulin pump after changing the battery. This alarm could not be cleared because the keypad became unresponsive. Customer stated that none of the keys were responding. She stated that the insulin pump got wet because she had been pushed into the pool. The blood glucose reading was 83 mg/dl. Nothing further was reported.

Manufacturer narrative:
The down arrow button did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. The battery out limit alarm could not be verified due to the unresponsive buttons. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.